Manufacturer narrative:
The insulin pump was received with no act, up and escape button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime test and excessive no delivery test or verify failed battery alarm, unexpected battery power loss and weak battery alarm due to buttons not responding. Device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump was going draining the batteries to quickly. Customer stated in the night the device was beeping during the night but the sound was low she couldn't hear it and it did not wake her up. In the morning the customer noticed the device had alarmed. Alarm history was reviewed and it was noted the device had no power, failed battery test, and low battery alarm occur between (B)(6) . Customer stated she wasn't sure but she might have been asleep when the no power alarm occurred. Troubleshooting was performed and customer stated she has received a replacement cap previously and issues have persisted. Prior to performing low battery troubleshooting the call was disconnected. The device is not returning for analysis.